Manufacturer narrative:
Reference ID: (B)(4). Digital diagnostic r3.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on digital diagnostic r3.x indicating that the patient knocked the free detector, and it was accidentally dropped. The device was in use and there was no harm to the patient or user. Field service engineer (fse) performed analysis and concluded that the detector was accidentally dropped by the patient, causing it to be unusable. Attempts to reconnect the detector using the docking station and backup cable were unsuccessful. The detector lost all the communication connection as a result of the impact, fse needs to replace the detector. A replacement quotation will be sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the patient knocked the free detector and it was accidentally dropped. The equipment is not picking up the detector at all and customer cannot use it. The device was in clinical use, however there was no patient or user harm.